Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed. The machine did not alarm due to leak being external. Estimated blood loss was 100 cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set up. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.